Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's caregiver reported that the customer had a blood glucose result of 199 mg/dl on the aviva meter at 5:45 p.m. Customer was exhibiting unspecified hypoglycemic symptoms with the reading. Caregiver "ignored" the device reading and prepared a meal as customer was not able to prepare the meal, about 6 p.m., of ground turkey, potatoes, and carrots. Customer consumed the food and obtained a reading of 181 mg/dl at around 6:30 p.m. Customer felt better around 8:30 p.m. Requested return of suspect device and replacement was sent.